Event description:
It was reported that during a routine device replacement procedure, the single chamber device to be implanted exhibited high defibrillation impedance. The defibrillation impedance was high when the device was attempted to be connected with the leads. A dual chamber device was successfully implanted that exhibited normal defibrillation impedance after connection with the leads. Patient condition was stable.

Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.